Event description:
A pump motor stall was reported and noted on 2011-(B)(6). Patient experienced no adverse events. The pump was replaced and patient outcome was noted as resolved without sequel. Drugs delivered via the device were dilaudid, bupivacaine, clonidine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2008-(B)(4), explanted: unk; programmer model: 8832, serial #:(B)(4).